Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was indication that the complaint was related to a service of the device within the review period. The event history log was reviewed which found a number of occlusion alarms. Visual and functional occlusion tests were performed, and a faulty downstream occlusion (dso) sensor was found to be the cause of the issue. The dso sensor was replaced to fix the issue.

Event description:
It was reported that the pump was displaying an occlusion alarm. There was unknown patient involvement.